Manufacturer narrative:
An infusion test was run at 200ml/h for a total of 100ml. Accuracy rate of -2.15%. The volatage of the two batteries returned with the pump were 2.2 and 1.6 volts (9volt batteries). The batteries otherwise appered normal. The pump passed the turns counter test. I.v. Fluid spillage was found inside the pump.

Event description:
Overdelivery reported. The pump was set to infuse d5.45ns with 6gm magnesium sulfate over 6 hrs. The nurse reported that the entire 500ml i.v. Container had infused in approx 1.5 hrs. It was also reported that several unspecified pump alarms occurred during this time period. The pt did not experience any adverse effects. After the event, the batteries in the pump were noted to be "swollen and beginning to corrode". The pump tested accurate after the event and had no problems except for the battery condition. No add'l info was available.